Event description:
The customer reported the dxh 520 analyzer (product number b40602, serial number (B)(6) generated erroneous high hemoglobin (hgb) results for one patient sample. Although the hgb result was 11g/dl, the patient was sent to the hospital based on physical assessment. A gasometer reading was carried out at the hospital and the hgb result was 4 points lower than the original hgb result. The patient was administered a transfusion at the hospital. Additional details regarding the transfusion were requested but the customer did not provide anymore information on the basis of patient confidentiality. It is unknown if the patient has a preexisting condition or was sent to the hospital to have the transfusion administered. It was confirmed that there was no impact to the patient and no delay to patient treatment as a result of the erroneous hgb result. On site service was scheduled.

Manufacturer narrative:
A beckman (bec) field service engineer (fse) inspected the instrument and did not identify an instrument malfunction. The fse ran controls and repeatability which all passed verifying that the instrument was running within specifications. The assignable cause may be sample related. The investigation did not identify a confirmed instrument malfunction or analytical error. Bec internal identifier - (B)(4).